Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes were noted. Reprogramming was recommended. Additional information was requested but yet received. The patient was in stable condition.